Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted during testing. No blank display noted during testing. The insulin pump had missing segments due to cracked zebra connector on lcd. The insulin pump was received without the original battery cap and unable to verify damage battery cap. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they insulin pump had blank display. The customer's blood glucose was around 130 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display returned after inserting a new battery. The customer mentioned that they received battery out limit alarm. The customer reported that the insulin pump had partial display. The insulin pump will be returned for analysis.